Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, at 3:45 am the patient was nearly unconscious and was taken to the emergency room (ER). She was diagnosed with diabetic ketoacisosis (dka) and treated with IV saline and fast acting insulin. She reported that she had 20 blood samples checked, chest x-rays, and an electrocardiogram (EKG). She is scheduled to have an angiogram at an unspecified date. At the time of the report she was still in the hospital. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2022. It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, at around 3:40 am the patient could barely talk, and was vomiting, and defecating. She had received a sensor failed message but did not take any glucose readings. She stated that she was nearly unconscious and called an ambulance to take her to the emergency room (ER). She was diagnosed with diabetic ketoacidosis (dka) and treated with IV saline and fast acting insulin. She could not remember any details prior to being given insulin in the hospital. She reported that she had 20 blood samples checked, chest x-rays, and an EKG. She was scheduled to have an angiogram at an unspecified date. She was in the hospital for 4 days. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.